Event description:
The sensormedics customer reported that the 3100a ventilator did not meet a performance specification while on a patient. The 20% of set max alarm was on constantly. The patient was not compromised.